Event description:
The surgeon attempted to implant a silicone lens but after it was inserted the surgeon noted that the haptic was not intact. The lens was removed with no pt injury or event. The surgeon stated he thought the lens was received defective.